Event description:
It was reported that during a procedure to treat the right femoral artery using an absolute pro ll, the device was prepared for use by physician/operator. After advancing the delivery catheter without encountering difficulty or resistance to the desired location in the right femoral artery, the safety release was unlocked and an attempt was made to deploy the stent, but it did not deploy. When the delivery catheter was moved with the safety lock in the unlocked position, the stent deployed in an unintended location between both iliac arteries. The absolute pro delivery system was removed and the procedure was ended. The patient is being evaluated and has not developed any symptoms as a result of the stent deploying in the unintended location. There was a 60 to 90 minute delay due to the reported experience. Hospitalization was not extended as a result of the reported experience. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported failure to deploy stent and premature stent deployment was confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar failure to deploy stent and premature stent deployment incidents reported for this lot. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). Concomitant product: guide wire: terumo .035-inch x 260mm, copilot, sheath: 7-french, heparin 5000 units. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional relevant information.